Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 300-586 mg/dl. Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed insulin therapy, however a replacement pump was sent to the customer due to the ongoing issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.